Event description:
Revision surgery - 12 years post implantation, pt come to revision for general knee repair. Explanted poly, had some wear - posterior medial and contrarily on the lateral poly. The post was intact.